Event description:
It was reported that during a procedure for benign prostatic hyperplasia there was a forward firing. The fiber was used at 353863 joules for 40 minutes. A second fiber was used to complete the procedure. The patient condition following procedure was stable.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture, and the (tir) total internal reflection was misaligned with the firing window, indicating glue failure. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of physical breakage/separation/detachments along the length of the fiber body and tip. Functional testing to verify the forward firing output rate showed is below the threshold for potential patient harm. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to glass/metal cap misalignment due to glue failure, including distal circumferential fracture. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the reported event. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a procedure for benign prostatic hyperplasia there was a forward firing. The fiber was used at 353863 joules for 40 minutes. A second fiber was used to complete the procedure. The patient condition following procedure was stable.